Manufacturer narrative:
Carefusion file identifier: (B)(4). Any additional information received from customer will be included in a follow up report. (B)(4). A carefusion field service representative (fsr) went onsite and evaluated the suspect device. The fsr could not duplicate the reported issue and found no failures with the device. The device passes the extended self test and the device meets all factory specifications.

Event description:
The customer reported while using the avea ventilator, the unit is continuously auto cycling. The customer reported no patient involvement associated with this event.